Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On (B)(6) 2023, an email was received from a johnson and johnson sales representative in singapore who advised a patient (pt) visited a doctor and found the left eye (os) cornea is ¿damaged¿ while the pt was wearing acuvue® oasys® 1-day with hydraluxe¿ for astigmatism brand contact lenses (cls) on (B)(6) 2023. The pt reported os discomfort when inserting the suspect os cl and had difficulty removing the lens. The doctor prescribed an unknown antibiotic and advised the pt to refrain cl wear for ¿sometime.¿ no additional medical information was provided. On (B)(6) 2023, the sales representative provided additional information. The diagnosis is reported as ¿recurring cornea erosion.¿ the "pt has to wear this lenses as it seems too difficult to even sleep without the lenses.¿ the pt was prescribed vigamox. The next 3 days, the pt was instructed to apply the medication every 3 hours. After 3 days, the pt was instructed to apply the vigamox 4 times a day. This was determined to be a serious adverse event on (B)(6) 2023, when the diagnosis of ¿recurring cornea erosion¿ was provided. On (B)(6) 2023, the sales representative reported the optometrist is off work and will be back on (B)(6) 2023. No additional medical information was provided. On (B)(6) 2023, the sales representative reported the pt is not comfortable to share any additional information. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00w6pv was produced under normal conditions. The os suspect cl was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.